Event description:
Customer complaint: limited data available. The customer complained that the device had burnt them.

Event description:
Customer complaint - limited data available per public email folder: stated device burnt her.